Manufacturer narrative:
No known allegations of deficiency against the device.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Manufacturer narrative:
Date of event is estimated. D6b - date of explant is unknown.

Event description:
It was reported that patient underwent surgical intervention at unknown date wherein the entire system was explanted for unknown reason.